Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the device was removed on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a return of symptoms in (B)(6) 2013. It was noted the patient¿s doctor made an adjustment in july, (B)(6) 2013. In august, the patient went onto short term disability and had been off work since then. The patient stated their symptoms were becoming worse. The patient was implanted for gastric stimulation. Additional information received from a consumer (con). It was reported that the therapy hadn't worked since 2013. The patient wanted to have the implant removed. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). They stated the battery died in 2013 and since then the patient had a lot of pain around the ins site so they wanted it removed. The removal was scheduled for (B)(6) 2019. No further patient complications were reported as a result of this event.